Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery 2 days ago. Customer stated that she did a complete set change today. Customer reported that the alarm did not occur during manual prime. Customer reported that the event was resolved a complete set change. Customer's current blood glucose is 130 mg/dl.